Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the physician inserted the device into the papilla. The physician operated the handle to bow the distal tip of the device but he couldn¿t operate the device properly, as the catheter got twisted. The physician went ahead and proceeded to cut the target site. When he applied electrical current to the device, the cutting wire made contact with an undesired site. As a result, the undesired site was coagulated from the cautery. Another stonetome sphincterotome was used to complete the procedure. After the procedure, the patient developed pancreatitis. The patient was put on s solid free diet (prohibited intake of food). The patient was given injections of anti-enzyme drug, anti-ulcerogenic drug and antibiotics. The patients symptoms improved 4 days after the start of the treatment. On the next day, the intake of food was permitted. The patient has been released from the hospital (date of release is unknown), and his current condition is reported to be stable,

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the physician inserted the device into the papilla. The physician operated the handle to bow the distal tip of the device but he couldn¿t operate the device properly, as the catheter got twisted. The physician went ahead and proceeded to cut the target site. When he applied electrical current to the device, the cutting wire made contact with an undesired site. As a result, the undesired site was coagulated from the cautery. Another stonetome sphincterotome was used to complete the procedure. After the procedure, the patient developed pancreatitis. The patient was put on s solid free diet (prohibited intake of food). The patient was given injections of anti-enzyme drug, anti-ulcerogenic drug and antibiotics. The patients symptoms improved 4 days after the start of the treatment. On the next day, the intake of food was permitted. The patient has been released from the hospital (date of release is unknown), and his current condition is reported to be stable,

Manufacturer narrative:
A visual inspection found that the distal end of the device was twisted approximately 180 degrees. A functional test without a scope found that the device would not bow when the handle was actuated. The device was then placed in a 2.8mm scope and found the device bowed very minimally, and 180 degrees from the correct direction. During manufacturing, tome devices are 100% inspected so the twisted distal end is likely due to usage/ procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.